Event description:
Healthcare professional reported left side pain, swelling and intra capsular rupture discovered at surgery. Removal of the left device was done due to patient's desire to perform size reduction. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: desire to perform size reduction.